Manufacturer narrative:
As reported, the sorbafix enhanced fixation device jammed and failed to fixate the mesh. Based on the sample evaluation, the device was jammed as received due to dried blood found on the inner cannula and outer cannula interface and on the remaining fasteners. This bound the components together. The inner components were found to be in place with no anomalies. The evaluation is inconclusive as functional testing could not be completed in the as received condition of the used device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the sorbafix enhanced fixation device was used. It was reported that the fastener was stuck and could not be fixated. It was also reported that while triggering the device got jammed. It was reported that the loose fasteners were removed from the patient's body. The procedure was completed by using another device. There was no reported patient injury.